Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. An return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy surgical procedure, the large suturecut needle driver instrument had problems with wires and movement of wrist. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large suturecut needle driver instrument was analyzed. No missing piece or pitch cable cable breakage was confirmed. Functional testing of the device in an attempt to replicate the reported complaint is not possible due to the returned condition of the device. The instrument was returned with a loose grip and failed engagement during in-house testing. No grip misalignment was observed. Additionally, the instrument failed mechanical engagement when placed in the system with error code 22020, pitch axis failures. Instrument inputs failed to engage with the sterile adapter in multiple attempts. The instrument was found to have a loose pitch cable at the distal and proximal ends. No further damage at the proximal end was observed.

Event description:
Refer to h10/h11 for follow-up information.